Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. In addition, the reference electrode was reportedly fully ingrown by bone (temporal/bone), however the in situ measurement history revealed that the ground path impedance (gpi) was stable over time. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
According to the report, the recipient had no or only minimal hearing sensation when using the device, even after the audio processor was exchanged. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the clinical engineer the user has no or only has short hearing sensation when using the device even after the audioprocessor was exchanged. A discussion with the surgeon will take place this week. The device will be checked again and depending on the outcome a revision surgery may take place.